Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the, bd safetyglide¿ needle, some needles were blocked/the plunger was difficult to move to push medication through. The following information was provided by the initial reporter: "material: 305916 lot: 1340735. It was reported by the initial reporter that some needles were blocked/the plunger was difficult to move to push medication through."

Manufacturer narrative:
H.6. Investigation summary: it was reported that some needles were blocked. A device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1350735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with the device history record review analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported by the customer that during use of the, bd safetyglide¿ needle, some needles were blocked/the plunger was difficult to move to push medication through. The following information was provided by the initial reporter: "material: 305916 lot: 1340735. It was reported by the initial reporter that some needles were blocked/the plunger was difficult to move to push medication through."